Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert. Device interrogation revealed a software reset. A download successfully restored the device. The patient will be monitored.